Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had an artificial bowel sphincter implanted previously, details not provided. Intervention requiring the use of an accessory kit was performed, reason not indicated. No pt complications have been reported in relation to this event.